Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c961. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w reload loaded in the device. The returned reload was partially fired 1/3 and with the reload lockout spring damaged. Further analysis show that the firing trigger was not functionally as expected. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. However, it was observed body fluids between the jaws that did not allow the device to fired correctly. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the tissue was taken, device closed, and then the device blocked and did not trigger. The lever was not possible to move. Only half staple line was deployed and cut (staple line was deployed half way). After that the device jammed. No patient consequences.